Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a single patient sample on a vitros 5600 system. The most likely assignable cause is instrument related, as tropi es within-run precision test results were outside of ortho¿s acceptable guidelines, indicating the vitros 5600 system was not performing as intended. An ortho clinical diagnostics field engineer cleaned the microslide incubator rings, hotplate, evaporation cover, the well weight and cleaned the sample racks which had dried serum present. In addition, the field engineer found a kink in the primary well wash tubing, which could affect well wash volumes. The field engineer replaced the tubing and verified all well wash aspirate and dispense volumes. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 2830, however, the troponin I concentration in the l1 control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent issue cannot be ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample on a vitros 5600 system. Patient 1 sample: 0.112 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory, however; the result was questioned by the attending physician and no treatment was given, changed, or withheld based on the reported tropi es result. A corrected report was issued and there was no allegation of patient harm as a result of this event. (B)(4).